Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported a 62-year-old male with cardiomyopathy was implanted with an impella 5.5 for mechanical circulatory support. While on support, the patient experienced access site bleeding requiring two units platelets, two units fresh frozen plasma and one unit packed red blood cells. The physician reported the graft was okay and it was the incision that was bleeding.

Manufacturer narrative:
The investigation into the access site bleeding ¿ major issue has been completed since the original report was submitted. The pump was not returned for investigation. The root cause of the access site bleeding issue was not determined since the product was not returned and not much information was provided in the clinical description. D.4 revised unique identifier (UDI) # as previously entered incorrectly. D.6a and d.6b revised from the initial submission in accordance with updated procedures. H.6 added code 925 as it was inadvertently left off the previously submitted manufacture device report. H.10 additional manufacturer narrative instructions for use (ifus) were reported on the previously submitted report incorrectly. No ifus are needed to be reported for this report.